Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information provided in d.10., d.11., h.3., h.6. And h.10. Corrected information in d.2b the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned submerged in a clear liquid. The lens has been cut into two pieces typical of a removal. The smaller portion has a scrape mark on the anterior surface. The larger optic portion has scratch marks, which appear to have been caused by an instrument used to grasp the lens. No foreign material was observed. Iol product history records were reviewed and documentation indicated the product met release criteria. A used cartridge was also returned. No damage or abnormalities were observed. The cartridge has evidence it was placed into a handpiece. Top coat dye stain testing was conducted with acceptable results. Associated products listed are qualified. The root cause for the reported complaint could not be determined. No foreign material was observed. The lens has a scrape mark on the anterior surface. The cause of the observed damage could not be determined. The returned cartridge was evaluated and no damage was observed. Top coat dye stain testing was conducted with acceptable results. Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, upon implantation a fiber and mark was observed on the lens. The iol was removed and replaced during the initial procedure. Additional information has been requested.